Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod produced unknown error messages/alarms, and repeated communication and signal loss errors with the continuous glucose monitor (cgm) (dexcom g7). The patient's blood sugar dropped to 1.8 mmol/l (32.4 mg/dl) while wearing the pod, which was not recognised by the omnipod system due to a communication error with the cgm. The patient was in a medical centre, with access to healthcare professionals to provide treatment. The patient then experienced nausea and feeling of faintness after a few days. At that time, the patient's blood sugar was 28 mmol/l (504 mg/dl), and 10 mmol/l (180 mg/dl) was displayed on the omnipod controller.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 25nov2025-14dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that dexcom g7 sensors were used with the system. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that missing sensor values alerts were being regularly generated between 06dec2025 and 12dec2025. Urgent low glucose alerts were generated on 02dec2025, 03dec2025, and 13dec2025. Automated delivery restriction alerts were generated on 25nov2025 and 12dec2025. The phb data showed that these alerts were correctly generated as conditions were met. The phb data showed that the missing sensor values alerts were generated due to connection issues between the pod and sensor, with multiple instances of connection loss, as indicated by estimated glucose values of -1, and instances of the pods searching for the sensor and being unable to find it, as indicated by estimated glucose values of -7 to -6 and -3 to -4. The exact cause of these pod-sensor connection issues could not be determined from the available cloud data. It could not be conclusively determined if the sensor was correctly reading the user's glucose values and sending the correct information to the pod. It could also not be determined if other notifications or error messages were generated on the controller. The exact cause of the reported frequent error messages and incorrect glucose readings could not be determined.